Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as getting no delivery alarm. The customer blood glucose level was 500 mg/dl at time of incident and current blood glucose level was 397 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer reports the symptoms related to their high blood glucose such as customer stated they was sick. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection for high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer states battery lasted more than one week. Customer declined to troubleshooting for no delivery. The insulin pump will not be returned for analysis